Event description:
Device used in the external iliac, using a contralateral approach. The catheter separated in the delivery system after deployment of the stent. All parts were retrieved. No patient injury reported.